Event description:
242.4030 error occurred. Motor control board- encoder failure there was no patient involvement. 01/24/2018 12:57:42(B)(6) sag- po for (B)(6) approved by(B)(6) . Shipping & billing address confirmed. 02/01/2018 11:31:35 (B)(6) . Est sag to mnr. 02/28/2018 12:14:37 (B)(6) . Additional repairs needed per dung nguyen, service tech. The repair estimate was sent to the customer but we did not receive a response. A copy of the email sent to the customer has been attached to this notification. Unit is being returned back un-repaired since the customer has been un-responsive. 02/28/2018 12:26:54 (B)(6) . Correction: email sent to customer has been attached to notification 300574197 03/01/2018 10:04:47 (B)(6) . (B)(4).

Manufacturer narrative:
The customer did not authorize or respond to any device repair request. The device was not inspected. No determinations regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notifications were opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode CAPA reference: ca-2018-0171. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customer did not authorize or respond to any device repair request. The device was not inspected. No determinations regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notifications were opened for the device without correlation to the reported complaint.   A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).